Event description:
It was reported that during an unknown procedure, the active blade was broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the blade complete and in good condition and not broken as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.